Event description:
The facility reported that the track of the xy had laterally uncoupled from the fixed rails and shifted from approx 5 to 6 inches. MFR. Report no. (B)(4).

Manufacturer narrative:
The product was inspected by an (B)(4) investigator and it was found that the moving track was uncoupled from the (B)(4), which allowed a displacement of the track. A portion of the (B)(4). Had become visible. The two following conditions are necessary simultaneously to allow the (B)(4) to move on the track: the end stopper is hit by the lift many times, and there is sufficient space between the end of the moving track and the wall, allowing the track to uncouple. Following analysis of the installation sketch, it is reasonable to think that because the track is not located under the toilet, the contributive factors for this event would be: if the pt is transferred directly towards the toilet or starting from the toilet by using the lift, the transfer is diagonally performed (condition #1). This place is the only one where there would be sufficient space to allow the track to move because of the (B)(4) created by the location of the toilet (condition #2). Based on the info provided, the manufacturer has concluded that the root cause of this incident is most likely user error. The operating and product care instructions state to "make sure that the end stoppers and rail caps are in place and tightened" before every use. If this verification had been done, this situation would have been prevented. The manufacturer recommends that the customer inspect this product and similar product and repair, if needed. The manufacturer also recommends retraining operators to the requirements of the operating and product care instructions.